Event description:
A report was received that the patient was having difficulty charging the ipg due to the physician using electrocautery in the past. The physician decided to explant and replace the ipg. In addition, the pocket site was relocated closer to the buttocks. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted device will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.